Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. At time of report, customer's blood glucose (bg) level was 166 mg/dl. Reportedly, the customer refilled a previously used cartridge, successfully loaded the cartridge onto the pump and resumed insulin delivery. Customer also stated that manual injection supplies were available.